Event description:
The customer contacted baxter's (B)(4) regarding system error (se) 2240, which occurred on the homechoice (hc) during dwell 3/3. The baxter technical service representative (tsr) explained the alarm. The home patient (hp) stated he did not disconnect, there were no leaks and the unused lines were closed. The sample was discarded and the lot number was unknown. Proper procedures per the user manual were reviewed with the hp. No patient injury or medical intervention was reported at the time of the initial report.

Manufacturer narrative:
(B)(4). Per the customer, the sample was discarded.

Manufacturer narrative:
(B)(4). A labeling review was performed and found to be adequate for the use error identified in this complaint. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. The root cause investigation is in progress through (B)(4).